Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Inpen did not pair with commercial mobile app. However, inpen did transmit to manufacturing app. Received inpen 1/4 of travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Abrasions only at the top section of the dose nut. Unable to perform functional test due to difficult to dial/dose. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed.

Event description:
Information received by medtronic indicated that the customer stated the inpen was broken and difficult to turn the dosed knob for past 3 units to turn. No harm requiring medical intervention was reported. Troubleshooting was performed but issues were unresolved, customer will discontinue to use the device. The inpen was returned for analysis.